Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with herniated intervertebral disc c5-6. The patient underwent anterior cervical discectomy and fusion. As per-op notes, "a 5x11x14 cage was packed with bmp and countersunk approximately 3-4 mm. The traction which had previously been placed by posts placed in the mid portion of the vertebral body of c5 and 6 was released." No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.